Manufacturer narrative:
Patient weight is unknown. Lot information is unknown. If additional information becomes available a supplementary report will be submitted. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.

Event description:
Per (B)(4), after clinical procedure, patient experienced loss of implant to osseointegrate.